Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Customer has discarded product.

Event description:
The surgeon was trying to advance the 4 mm locking screws into the insert and they were becoming stuck. Eventually the surgeon did not use locking screws and reverted to non locking. It had no adverse effects to the patient and it added 15 minutes to the procedure. The customer was adamant that they used the correct drill and the screws were correctly aligned.

Event description:
The surgeon was trying to advance the 4mm locking screws into the insert and they were becoming stuck. Eventually the surgeon did not use locking screws and reverted to non locking. It had no adverse effects to the patient and it added 15 minutes to the procedure. The customer was adamant that they used the correct drill and the screws were correctly aligned.

Manufacturer narrative:
The reported event that unknown_selzach_product (as reported: 4mm axsos stainless locking screw) was alleged of issue s-36 (component/device stuck) could be confirmed based on the images provided for evaluation. A device inspection was not possible since the affected device was not returned. However, based on the images received, both the screws were found to be stuck with the corresponding locking inserts. However, as the devices were not received for evaluation, a sample locking screw axsos 4.0mm / l48mm was used with the corresponding locking insert (locking insert axsos 4.0mm locking set & locking insert - inserter axsos 4.0mm locking set) and as shown in the image documentation, the inserter was easily able to hold the insert without dropping it. After the insert is put on the plate, according to the optech, the locking screw has to be inserted in it. The screw was able to get inserted in the insert without any problem. The insert reaches the top of the screw without any issue. Furthermore, the screw head was able to be locked in the insert without any problem either. Based on the above facts, the root cause of the reported event is not related to a deficiency of the device, but is rather linked to user related issue. Some of the possible causes are improper preselection/measuring of components, insertion of screws at an inappropriate angle, free hand drilling etc. The batch record could not be reviewed because the affected device was not returned and the lot number was not communicated. If device is returned or any further information is provided, the investigation report will be reassessed.